Manufacturer narrative:
System performance information was not provided. The customer is not questioned assays or patient results. A bci field service engineer (fse) replaced the leaking waste transfer peri-pump tube, which resolved the leak. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak below the left side of the unicel dxi 800 access chemistry analyzer. Customer stated that user was wearing personal protective equipment and was not exposed to the fluid.